Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000236, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000185, serial/lot #: -, ubd: , UDI#: a medtronic representative went to the site to test the equipment. Testing revealed that the coix blade was stuck. The debris was removed from the worn gear and regreased. The door open cable guide was sheered off. The bolts were drilled out and the cable guide was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in init ializing system please wait. It was noted that it sounded like the detector was continually traying to re-home. There was no patient involvement.